Event description:
A cartridge change error was reported, where the pump indicated a problem during the cartridge replacement process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer managed to reload the cartridge successfully, and insulin therapy was resumed without further issues.